Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that the introducer hub (handle) detached on two separate occasions. In both instances, the failure was identified after the cannula was passed into the sterile field, where it was observed that the introducer handle (griff) had detached from the device. As a result, the cannulas were unusable. In both cases, replacement cannulas had to be obtained, prolonging the cannulation procedure and the duration of cardiac arrest. It was confirmed on (B)(6) 2026 that a second patient was involved in this specific failure, with a different application date and time. Therefore, another complaint was initiated under onetrack #(B)(4) ,(mfg report number: 8010762-2026-0000329). No harm to any person was reported. Since the failure is related with the detachment of handle of the product, and there is a potential for harm that vein might had damaged if the failure occurred during insert, the complaint is reportable. Complaint # (B)(4).